Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 57 year old female patient presenting for hemodynamic support using the impella cp optical device. During support, the patient developed an impella related access site bleed that prompted a blood transfusion.